Event description:
It was reported that the expired date of the product was (B)(6), 2014. The product was implanted for the patient on (B)(6), 2014.

Manufacturer narrative:
An event regarding the implantation of a dall miles cable beyond its expiry date was reported. Conclusion: a review of the product labelling indicated that the correct expiry date was present on the packaging of the device at the time of implantation. The reported product which has an expiry date of 11-2014 (november 2014) indicated on the packaging was reportedly used in surgery on (B)(6) 2014. It is the responsibility of the user to verify the expiration date and ensure that the product is used within this time frame.

Event description:
It was reported that the expired date of the product was nov. 30, 2014. The product was implanted for the patient on (B)(6) 2014

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.